Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the blood leaks at the spike y-site after di-300 is fastened to the equipment. The event occurred while in use with patient at the hospital. There was no medical intervention required. There was a patient involvement and there were no additional adverse consequences.